Event description:
This device is on alert because of the potential for premature battery depletion. Because the pt is quite dependent on their defibrillator in terms of recurrent episodes of arrhythmias the device will need to be changed out.